Event description:
Report received of tubing separation. The facility's safety officer reported that after a bag of platelets was spiked, the tubing separated directly below the spike. Approximately 30-40cc's of platelets leaked at the separation site. No patient injury or medical intervention needed.